Manufacturer narrative:
Concomitant medical products: (1) alcohol cap, syringe; huber needle with unspecified extension tubing, therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient details provided.

Event description:
It was reported that there was a maxzero leak. The leak occurred while flushing an implanted port with y tubing after administration of chemotherapy. The leak was observed at the distal end of the huber needle with "maxzero connector in place." There was no delay or change in course of treatment due to the event. There was no intervention required. Although requested, no additional patient or user details were provided. The event occurred on unit 8 ts.

Manufacturer narrative:
The customer's report that the maxzero leaked was not confirmed based on testing of the as-received sample. Dried blood residue was observed within the connector. The cap was manually removed. Visual inspection under magnification observed no obvious damage or issue with the received sample. Functional testing was attempted and no fluid was observed to exit the connector. Further visual inspection of the received sample observed no damage or issue. The reported mating component/components were not received for evaluation. The root cause that the maxzero leaked was unable to be identified.

Event description:
It was reported that there was a maxzero leak. The leak occurred while flushing an implanted port with y tubing after administration of chemotherapy. The leak was observed at the distal end of the huber needle with "maxzero connector in place." There was no delay or change in course of treatment due to the event. There was no intervention required. Although requested, no additional patient or user details were provided. The event occurred on unit 8ts.